Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined. The device was repaired by the user facility to resolve the problem.

Event description:
A user facility reported to olympus that their oer-pro adapter that connects the scope to the yellow connector was found broken. The user facility did not know how the adapter became broken. The problem was believed to be found during reprocessing. There was no patient involvement and no patient harm or injury associated with the problem as reported to olympus by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the likely cause of the event would be accumulated stress which was added toward direction of loosening or the user impacted the connector with a hard object.